Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed power circuit card. A failed power circuit card failed in combination with an isolation circuit card causing the unit to have a red screen. Power circuit card was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that would not boot up. The screen was red and says error system failure to start power off and back on. Biomed done that and received same message each time. Per follow up information received via email on (B)(6) 2023, biomed forgot to reconnect the control panel to the device after servicing. Biomed was going to recheck connections to see if it would resolve the issue. Per investigator notification received on (B)(6) 2023, it was reported that the outlet control temperature t2 failure, tank harness failure and power circuit card failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that would not boot up. The screen was red and says error system failure to start power off and back on. Biomed done that and received same message each time. Per follow up information received via email on (B)(6) 2023, biomed forgot to reconnect the control panel to the device after servicing. Biomed was going to recheck connections to see if it would resolve the issue. Per investigator notification received on (B)(6) 2023, it was reported that the outlet control temperature t2 failure, tank harness failure and power circuit card failure.